Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she was hospitalized due to high blood glucose. Customer's blood glucose was 1000 mg/dl. The customer reported they have a backup plan available. The customer was admitted to the hospital. The customer continued to give herself insulin and had a heart attack. The customer had a kidney issues and hospitalized for 5 days. The customer's blood glucose were stabilized and was discharged. After the troubleshooting was done, customer was advised to change entire set, reservoir and insulin and treat. The customer was advised to follow up with the healthcare provider. The customer was advised that the pump is functioning as designed. The customer will connect to the pump when instructed by trainer/healthcare provider.